Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the surgeon closed the device on the bronchus, fired the instrument and went to open it. The instrument would not open. He tried to manipulate the jaws of the instrument with his fingers, and used other instruments to try and gently force the jaws open. The surgeon ahead and cut open the bronchus and hand sew it closed. There was unanticipated blood loss, but not too much. Operative time was extended by about 30 minutes.